Event description:
The caller reports a loss of therapeutic effect. Patient states it stopped working some time ago. She said she has also had back problems for some time. Pss spoke about the device and getting to the doc for info on management of her device. Patient states she has problems sitting to standing. She said when the device stopped working she just turned it off for some time and now has turned it back on. She said it works a little. It was reported the patient had a shocking or jolting sensation. It was noted the patient built up a tolerance to stimulation and kept increasing stimulation but had no therapeutic effect.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v379912, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she gave up and turned off the device in 2013 due to lack of effect. There was no trauma or fall, positional movement or environmental interference related to this issue. Patient service intervened and the patient turned stim on and was at 1.15v. The patient increased it to 1.75v and she could feel stim mildly and it was comfortable both sitting and standing. The patient was not seeing the low implantable neurostimulator icon on the patient programmer. Incontinence and frequency were reported. There was a sudden change in therapy/ symptoms noted. It was unknown when the symptoms returned. The stim worked great at first then it stopped working for the patient. No further information was provided.